Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor service code) was confirmed. As received, the monitor failed incoming testing and displayed a service code 105. Upon evaluation, the r82 resistor was measuring open on the defibrillator board. The cause of the service code 105 is the defective resistor. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code.